Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis experienced left sided deflation post procedure. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/5/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. The analysis results show that there was a tear on the anterior view. Leak testing was performed and it revealed there was leakage from the valve. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The analysis were unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The instructions for use states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).